Event description:
It was reported the tap broke while the surgeon was using it into two clean pieces, all pieces were retrieved. No harm to the pt to report.

Manufacturer narrative:
The device will not be returned for eval. A review of the device history showed no anomalies. Root cause analysis is not possible due to parts not returned. Based on the reported info and the investigation results provided, integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.